Manufacturer narrative:
This device was not returned to mmdg for evaluation and no lot number was provided. Because it was not returned no investigation could be performed. Because the lot number wasn't provided, no DHR review could be performed.

Event description:
The initial reporter stated that they had a set that leaked around the filter at the air vent. Mmdg was unable to contact the initial reporter for additional information, as no contact information was provided to mmdg. [(B)(4)].